Event description:
Complainant is on home continuous ambulatory peritoneal dialysis renal therapy. Peritoneal dialysis cycler allegedly malfunctioned pumping air into the user. Pt set up the machine and connected to self. Shortly thereafter pt felt intense abdominal pain that quickly spread to shoulders and lower back. No alarms had gone off and the digital read out was flashing a message that was unreadable and looked like hieroglypics. Pt started screaming out with pain and spouse ran and pulled the plug from the wall. Pt taken to ER at hosp. Pt stated their abdomen was "extended" with air that the machine had pumped into them. The hosp took x-rays of abdomen that showed the presence of air. The dr's could not remove the air without piercing peritoneal cavity and dr told pt there would be a chance of it causing peritonitis. Not wanting to take the chance, pt chose to let body absorb the air naturally. Pt received two prescriptions for pain medications. Baxter has replaced the peritoneal dialysis system with a new one, but pt is afraid to try it after this experience. Pt has been doing manual dialysis since the incident. Pt is unsatisfied with the customer svc received from baxter and their refusal to answer questions.